Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm due to corroded battery tube. It was unable to test for off no power anomaly or perform displacement test due failed battery test alarm. Device had minor scratches on lcd window.

Event description:
The customer reported that the insulin pump's battery shuts off after two hours of inserting the reservoir. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.